Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was later reported that at the two year follow up check that the lead threshold had increased further to 2.5v. It was noted that the patient is part of the system longevity study.

Event description:
It was reported that the patient's left ventricular lead threshold increased from 1.5v to 2.0v. The lead is still in use. No patient complications have been reported as a result of this event.